Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the patient was using the chair and got stuck in the elevate position.